Event description:
It was reported that the tip broke off of a needle during a biopsy 1.5 years ago. The doctor has to make a small incision to remove the fragment.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The sample was not returned for evaluation as it was discarded by the user facility. Based on the information received, the results are inconclusive and the root cause of the event is unk.